Event description:
The lay user/pt contacted lifescan (lfs) in 2007 and alleged that the casing on his one touch ultramini meter was cracked/broken. The medical affairs specialist was unable to reach the pt at the phone number provided. The pt had reported that the alleged issue first occurred on two days earlier, between 8-9am (two days prior to call to lfs). The pt reportedly took no diabetes treatment actions following the issue. He mentioned feeling irritable, flashy/sweaty, swelling and itching legs. The pt tested on his backup meter (unk when that test was performed), however he was unable to get a reading and he did not recall the name of that meter. The pt did not receive/require any medical attention/intervention. At the time of troubleshooting, it was verified that this was not a new product. It was discovered that the pt had stepped on the meter and the meter casing cracked/broke. Based on the info provided, there was misuse of the product. This complaint is being reportable because the pt alleged experiencing symptoms suggestive of hypoglycemia after the reported issue began. There was misuse of the product (use error). Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has no yet received it. If meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.